Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the case information, a conclusive cause for the reported difficulties could not be determined. The occlusion, surgical procedure and additional hospitalization were related to case circumstances as the patient was reportedly sent for bypass surgery. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential adverse effect associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2019, to treat a mildly calcified left popliteal artery. The 5.5 x 60 mm supera stent was implanted. On (B)(6) 2019, an angiography was taken which noted an occlusion within the supera stent and the stent seemed to be twisted. The patient was sent to bypass surgery. No additional information was provided.